Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: was surgery delayed due to the reported event? No, action taken when event occurred? Opened another suture, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences: no patient involvement, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study: unknown, (B)(4). Device property of: hospital, device in possession of: none. H3 photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows an open foil, a winding former, both labeled as v9590, with an apparent detachment of the needle. A clear analysis of the end point of failure or the needle hole could not be performed due to the position of the needle. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. H3: investigation summary: the product was returned to ethicon for evaluation. One needle and one winding former with a suture outside the foil packer were received for analysis. Product code v9590h. During the visual inspection of the suture, it was noted that the suture has begun with degradation process attributed to exposure to the environment. This condition caused the needle to be detached from the suture. The foil packet was visually inspected, wrinkles and a hole in the cavity were observed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. In addition, a photo was provided showing one detached needle and one labeled winding former outside the foil packet with the same condition of the returned sample. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Per the condition of the returned sample, no conclusion could be reached as to what may have caused the reported incident. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, suture, vicryl rapide, v9590h was opened intra-op. The needle was completely dislodged from the suture strand. A second v9590h vicryl rapide suture was opened with unfortunately exactly the same problem, the needle is completely dislodged from the suture strand. It is 2 different lot nrs: ap1183 & au1100. Please find photos attached. No adverse patient consequences were reported. Additional information was requested.